Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty deploying the clip and the gripper line left in the patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One xtw clip (lot 11129r272) was implanted at a2p2. A second clip delivery system (cds)(lot 10722r201) was placed lateral to the first implanted clip. After retraction of the actuator knob and the gripper lever, the clip would not separate from the delivery catheter (dc). Troubleshooting was performed and the clip appeared to separate from the dc shaft but resistance was met retracting the dc. Troubleshooting of the gripper line was performed and the dc completely separated from the clip. The cds was then retracted to the access site when it was noted on the gripper lines was not inside the cds but still attached to the clip. The gripper line was cut and the remaining portion left in the patient. The procedure was completed with the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported resistance retracting the dc handle was not confirmed during returned device analysis. The reported difficult clip deployment could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported resistance retracting the dc handle and difficult clip deployment appear to be due to procedural conditions. The reported foreign body in patient appears to be due to procedural conditions. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.